Manufacturer narrative:
According to the customer, a rexall bandage was applied to the chest to treat a small bump and subsequently caused a chemical burn. The customer reportedly required hospitalization. No additional information is available at this time. A sample has been requested for evaluation. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, a rexall bandage was applied to the chest to treat a small bump and subsequently caused a chemical burn. The customer reportedly required hospitalization.